Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 26-jan-2023 h6: investigation summary our quality engineer inspected the 3 photos and 5 samples submitted for evaluation. The reported issues of plunger rod broken / damaged were confirmed upon inspection of the samples. One syringe was received in an opened package with the needle missing from batch 2027737. It had a broken plunger rod with the entire thumb rest broken off. One image shows two loose 1ml syringes with the plunger drawn back until the stopper rests at the 0.4ml. The tip of the stopper is not flat on one of the syringes and the other looks acceptable. An image shows a loose syringe with the broken plunger rod missing the thumb rest as previously described in the sample. Potential root cause for the broken plunger rod defect is associated with the assembly process. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had a broken plunger. The following information was provided by the initial reporter, translated from mandarin chinese to english: broken plunger (pir3031744)

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe had a broken plunger. The following information was provided by the initial reporter, translated from mandarin chinese to english: broken plunger (pir3031744).